Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that after suffering a head trauma, the patient no longer had access to sound with the device. Latest in situ measurements showed 10 electrode channels with status hi; former measurements showed normal results.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient had a head trauma and no longer had any hearing perception.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The complaint can be re-opened when the patient is explanted.

Event description:
The patient had a head trauma and no longer has any hearing perception.